Event description:
It was reported the patient's pump had a motor stall. Motor stall and recovery were noted in the event logs. The reason for the stall was unable to be determined. The patient was at home at the time of the motor stall and did not know of any magnetic interaction. The patient had a doctor appointment later in the morning the day of the event. It was reported the pump began stalling again the night of this report and the patient began "withdrawing." The patient's pump was explanted and replaced the next day. The patient recovered without sequelae. It was later reported the patient was "doing fine." The device system was used to deliver baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID (B)(4), lot# j11212r03, serial#, implanted: (B)(6) 2002, explanted:, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final analysis of the pump found a pump/pump motor feed thru anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.